Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported different patients were injected with juvéderm® volift¿ with lidocaine in the lips. Approximately 2-3 months post-injection, granulomas appeared, especially on the lips. Biopsy was not provided. Some cases where the product was superficial deforming the lips where they had to solved the cases with a simple puncture and product drainage. These patients who presented the event all experienced covid-19 between 1-2 months prior to the injection.